Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.